Event description:
The stent was implanted in a manner inconsistent with the labeling indications for use. Pt had two urolumes inserted, one at the bladder neck and one at the external sphincter. Pt developed gross hematuria, showed nonepithelization with encrustation on proximal stent plus some encrustation at external sphincter. "Performed open vesicostomy to remove proximal stent."